Event description:
Legal case ¿ USA (mdl no. (B)(4)). (B)(4) is associate with this case. It was reported via legal documentation that approximately 108 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, stiffness, swelling, discomfort, weakness and instability which in turn negatively affected plaintiff's physical mobility and quality of life. On (B)(6) 2024, plaintiff necessitated a right total knee revision surgery due to premature polyethylene wear and loosening. Following surgery, plaintiff endured pain during the rehabilitation period and required physical therapy. Plaintiff's ability to perform normal activities has been consequently limited. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available. The serial numbers (B)(6) are both confirmed to be a part of recall number: z-0021-2022.

Manufacturer narrative:
The product associated with the reported event is within the scope of recall z-0021-2022. However, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, tibial loosening, and instability. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs and relevant clinical information were not provided. D4: corrected. H6: corrected health effect, medical device and investigation clinical codes.